Event description:
The complainant reported that during procedure a patient's map was 20/30 mmhg lower than the art line. Repositioning the impella was attempted with no change; however, the motor current and flows were optimal. Decision was made to proceed with procedure as the patient was well supported during the case. Hemostasis was achieved. The pump was weaned and explanted with no reported harm to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The failure mode was changed from placement to optical signal issues because the pump in question only has an optical sensor. Data logs were not returned for investigation. Returned product was investigated and there were no issues noted. The pump passed the laser continuity test. Additionally, the pump was connected to the console and all 5s parameters were within specification. Then, the pump was left to run in a bucket overnight and there were no alarms or issues with the optical signal. Since data logs were not returned, the root cause of the optical signal issue could not be determined. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.